Event description:
The customer observed a false elevated architect ca 19-9xr result for a patient sample. It is unknown if the patient has been diagnosed with pancreatic cancer. The initial test: < 2.00 u/ml, repeat testing: 19.0 u/ml, < 2.00 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false elevated architect ca 19-9xr result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 35583fp00 did not identify an increase in complaint activity related to the issue under review. Tracking and trending were reviewed, and no related trends were identified. Historical performance of reagent lot 35583fp00 was evaluated using worldwide data from customers in the field for architect ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 35583fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 35583fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history records were reviewed and did not identify any potential non-conformances, non-conformances, or deviations related to the issue under review. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect ca 19-9xr reagent lot 35583fp00 was identified.

Manufacturer narrative:
Additional patient information added to section b5: describe event or problem: on 07jun2022, additional patient information was obtained along with another patient case for falsely elevated architect ca 19-9xr results. The following information was provided: patient 1: 72-year-old male with stage b chronic kidney disease and suspected malignant lymphoma. The patient has a history of hypertension. This patient had cea, complete blood count and CT scan performed. CT scan showed lymph node hypertrophy. No additional results for the other testing were provided by the customer. Patient 2: 67-year-old male with pancreatic head cancer and suspected pancreatic cancer and liver metastasis along with hypertension and chronic gastritis. The patient¿s main complaints are back pain and epigastric pain. The ca 19-9 results were: initial result: 67.4 u/ml, repeat results: 95.5, 69.2 u/ml.

Event description:
On 07jun2022, additional patient information was obtained along with another patient case for falsely elevated architect ca 19-9xr results. The following information was provided: patient 1: 72-year-old male with stage b chronic kidney disease and suspected malignant lymphoma. The patient has a history of hypertension. This patient had cea, complete blood count and CT scan performed. CT scan showed lymph node hypertrophy. No additional results for the other testing were provided by the customer. Patient 2: 67-year-old male with pancreatic head cancer and suspected pancreatic cancer and liver metastasis along with hypertension and chronic gastritis. The patient¿s main complaints are back pain and epigastric pain. The ca 19-9 results were: initial result: 67.4 u/ml, repeat results: 95.5, 69.2 u/ml. There was no impact to patient management reported.